Manufacturer narrative:
Device was used for treatment, not diagnosis. Upc #: (B)(4), lot #: 3210b UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on nov 16, 2020. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with band aid tough strips waterproof 20s USA. Consumer reported he cut his finger and he used the product to cover the wound because his doctor said that he should not let it get wet by water. The consumer noticed that the wound just got worse and he is alleging that it is due to the product not fully blocking the water. Consumer got an infection. There was no additional information provided.